Event description:
Revision surgery - due to a revision of the tibial components; the femur is well fixed.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn poly insert after 13.5 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with part number 010-55-030; two screws that were returned to vendor for having a glue like substance on them. A review of the product complaint report history shows this is the sixth complaint for this part number: three due to a worn poly, two due to pain, and one for a backed out screw. This is the first complaint for this lot number. The root cause for the worn poly was due to wear. The cause for the wear is not determined with confidence although it is not uncommon to revise a patient after many years in-vivo.